Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that during hemodialysis (hd) treatment there was a dialyzer blood leak. The machine alarmed for blood leak and effluent drainage tested positive for blood. Treatment terminated, blood not returned. Machine pulled from floor. Sample has been returned. Additional information was requested but no details have been provided.